Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they tried to drain the foley catheter water after the surgery, but it would not drain, and it got up to 6cc, but it stopped. They tried other method, but the water could not be drained and got 8cc out, but 2cc remained and came out of the urethra. On visual inspection, the balloon was returned partially inflated. No other abnormalities were found in the appearance. They cut the inlet tube and discarded the bag.

Event description:
It was reported that they tried to drain the foley catheter water after the surgery, but it would not drain and it got up to 6cc, but it stopped. They tried other method, but the water could not be drained and got 8cc out, but 2cc remained and came out of the urethra. On visual inspection, the balloon was returned partially inflated. No other abnormalities were found in the appearance. They cut the inlet tube and discarded the bag. Per additional information received on 25apr2024, stated that asymmetrical balloon present found during sample evaluation.

Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all-silicone temp sensing foley catheter with cut inlet tubing. Inflated catheter with in house straight tip syringe and deflated under 2 minutes with no difficulties. Asymmetrical balloon was noted when catheter was inflated therefore complaint was opened to capture this. Also received 2 photo samples. First photo sample shows top overview of catheter with slightly inflated balloon. Second photo sample zooms in on slightly inflated balloon. Based on the sample received the reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. A DHR reviews are not required as the reported event is unconfirmed. The labelling review is not as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.